Event description:
It was reported that the patient presented via merlin.net transmission and received a vibratory patient notifier. The patient presented on (B)(6) 2017 in the hospital. Upon device review, the right ventricular lead exhibited noise, high capture threshold, low impedance, and suspected insulation breach. The patient underwent procedure on (B)(6) 2017 to cap and replace the lead. The patient was stable throughout the event.